Event description:
It was reported that the subject had slice in the cord during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. As per the due diligence response this complaint is the duplicate of complaint number-194098. So, a retraction emdr is submitted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.